Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-32421. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the scs system was explanted at an unknown date.